Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 1908631: 55 items manufactured and released on (B)(6) 2020. Expiration date: 2025-03-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 9 months after the primary surgery, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.